Event description:
It was reported to boston scientific corporation that a sensation medium oval flexible snare was used during a colonoscopy procedure performed on an unknown date. During the procedure, it was reported that the snare could not resect the polyp. The procedure was completed with a different snare. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Date of events: date unknown, event occurred between (B)(6) 2022 and (B)(6) 2022. (B)(4).